Event description:
It was reported that intermittent occlusion alarms occurred. The customer was scheduled to call back in to complete troubleshooting, but never did. No further information was provided. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.